Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint lead, if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the terminal pin has been broken off of the lead. The peek is broken in the area and the coil is stretched. The medical adhesive (ma) or silicone is noted in the area. No information was given on how the break occurred. It appears that the lead experienced a force on it in this area greater than the lead was built to withstand.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted due to loose connection. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint lead, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted due to loose connection. The lead was never in service. No adverse patient effects reported.